Event description:
Reportedly, at some point during the procedure, the balloon deflated. When this occurred the silicone layer of the balloon delaminated, with pieces falling into the patient's cavity. All pieces were retrieved without incident. No patient injury reported.